Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed normal battery depletion. Concomitant medical products: 419688 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. It was also reported that the device exhibited premature battery depletion. The ra lead was reprogrammed and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.